Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. The customer's current blood glucose was 184 mg/dl. The customer was treated with insulin drip and insulin pump. The customer was wearing the insulin pump during the hospitalization. Based on customer¿s report customer allege insulin pump was under delivering because the battery was dying in the insulin pump and not getting insulin. The drive support cap appears normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. No low battery alarm or unexpected off no power alarm noted during testing. Insulin pump was monitored for 3 days. No blank display or failed battery test alarm noted. Unit communicated properly with the test bg meter. The test value of 130 mg/dl was sent from the meter and received by the pump. No pump/meter communication anomaly noted. Unit had intermittent button response on the down arrow button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.